Event description:
It was reported that the patient's device could not be interrogated. The patient is new to the clinic and it was unknown if the device was at end of life. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.